Manufacturer narrative:
H4: device manufactured on september 18, 2022- september 19, 2022. H10: the actual device was not available; however, a video showing one sample was provided for evaluation.the other sample was not shown in the video and therefore, could not be evaluated. The video showed a leak at the port 2 spike port bonding area. Due to the nature of the sample, no further tests could be performed. The reported condition was verified. The cause of the condition could not be determined however, the most likely cause was inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was identified before use in the drug storehouse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.